Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the customer has been eating a lot and is still experiencing low blood glucose two or three times a day. Customer's current blood glucose was 23 mg/dl. It had also dropped to 36 mg/dl. Customer's mother the initially customer was having issues with high blood glucose. Customer declined troubleshooting for the issues. Customer's mother stated that currently the device was suspended. Customer's mother was advised to speak to her doctor in regards the device settings. Customer's blood glucose has gone up to 55 mg/dl. The insulin pump is not returning for analysis.